Event description:
This case was reported by a consumer and described the occurrence of mouth broke out in a (B)(6) female patient who received super poligrip free denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip free (dental). At an unknown time after starting super poligrip free in (B)(6) 2011, the patient experienced mouth broke out and tongue broke out. The patient was hospitalized on (B)(6) 2011. The patient was treated with benzocaine (orajel) and unknown. Treatment with super poligrip free was discontinued. At the time of reporting, the events were resolved. Consumer called and reported that she experienced her mouth and tongue breaking out with the use of super poligrip. Consumer reported that she went to the hospital on (B)(6) 2011. Consumer reported that she was admitted for the night. Consumer reported that they applied medication to her gums which she described as orajel. Consumer reported that she was given more medications during her stay but was unable to provide any names. Consumer also reported that she was given medication for use at home but was unable to provide the name.

Manufacturer narrative:
Super poligrip free is manufactured in (B)(4). The lot number for this is available (lot number r10435). It is unknown if the product will be returned for quality assurance testing. (B)(4).